Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e1(name & email),e2,e3,g2, h6(clinical & impact), h10 (add g2 to corrected fields)

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e1(name & email),e2,e3,h6(clinical & impact)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has several error codes in logs. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) that encountered the issue replaced the executive processor board. The fse performed a complete preventative maintenance (pm). The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer. The following was performed by technician of the maquet failure analysis and testing (B)(6). The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770 sn: (B)(6). Processor board. This part was received with a reported unit failure message of several error codes. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify and observed the error codes, however the fat dept. Observed error codes in faults logs before start testing. Exec. Processor board passed testing. Retaining the board in the (B)(6). As per procedure.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has several error codes in logs.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.